Event description:
The event is reported as: the customer is having issues with leaks on plastic end piece where it connects to et tube. No patient injury reported. The defect was found upon checking device in biomed department.

Manufacturer narrative:
Device has not been received by the manufactuer at time of this report. Investigation is on-going. A follow-up investigation report will be sent when available.